Manufacturer narrative:
Product ID 3093-28 lot# j0421510v, implanted: 2004 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported, the patient¿s transcutaneous electrical nerve stimulation unit turned off the implantable neurostimulator (ins) about five days prior. The patient had ¿bad symptoms a couple days following. The ins was turned back on and by two days prior to the date of this report, the patient was feeling better.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noticed it was really bad because they didn't feel it so they checked their device.